Manufacturer narrative:
The returned control panel, previously identified with a stuck button causing unintended backrest movement, has undergone preliminary testing by the manufacturer's internal electronics engineer. Initial tests confirmed the reported malfunction. The component is planned to be returned to the external supplier for additional evaluation. The investigation remains ongoing, and a final report with full conclusions will be submitted once all analyses are completed.

Event description:
During the on-site visit related to the unintended movement reported under the manufacturer's report number for the incident 3007420694-2026-00024, the customer representative informed the technician that a similar event had occurred previously. According to the information provided, the backrest had moved on its own without any command while a patient was on the bed. No injury was reported. Arjo had not been informed about this earlier occurrence at the time it happened, and the bed was not inspected following that event.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us, and no gudid information exists. H3 other text : as arjo was not informed about the earlier unintended backrest movement at the time of occurrence, no inspection could be performed in relation to that event.